Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the cochlear implant magnet is dislodged from the device. As the electrode array of the device was partially inserted during the initial surgery, the device will be explanted and replaced with a new device in 2007 (date not provided).